Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system at the site. The tfs replaced the power tray assembly and patient side manipulator (psm) to fix the system. The parts have not yet been received for evaluation by internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the products are returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, there was a collision with the patient side manipulator (psm) causing a fault on the system. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. Instead of pressing the fault override, the customer tried to restart the system; however, the system would not power on. Intuitive surgical, inc. (Isi) contacted the customer to obtain additional information. The system was inspected prior to use and powered on properly at the start of the procedure. The patient was administered anesthesia and ports were placed. The fault occurred about 30 minutes into the procedure and the psm was disabled. The customer attempted to re-enable the psm with a reboot of the system; however, the system would not power on. Technical support was contacted for troubleshooting but the power issue could not be resolved. The surgeon decided to suture the patient and abort the planned procedure. There is no report of any patient injury or harm.

Manufacturer narrative:
Patient side manipulator (psm) and power tray were returned to intuitive surgical, inc. (Isi) and analyzed. Failure analysis placed the parts on an in-house system for testing. The customer reported failure could not be recreated or reproduced. Isi has conducted a device history record (DHR) review and did not find any non-conformances that were related to this reported event.